Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during sphincterotomy for stenting procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the ultratome xl was first inserted into the scope channel then the jagwire guidewire was advanced however, it was stuck. The guidewire was removed and it was noticed that the hydrophilic tip was detached exposing the tip of the metal corewire. The physician feel that the detached tip will pass naturally. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.